Event description:
The patient presented to the clinic for a follow-up check. Oversensing was noted on the device. Programming change was made and resolved the issue. The patient had no symptoms due to the issue. The patient left the clinic with normal device function and no issues.